Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was tightly folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There were multiple hypo tube and shaft kinks. There was shaft separation 92cm from hub. The fracture faces were oval as if kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09-aug-2016. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.50mm x 15mm maverick balloon catheter was advanced failed to cross the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.